Manufacturer narrative:
Product ID 8709sc lot#, serial# (B)(4), implanted: 2012 (B)(6), explanted, product type. Information references the main component of the system. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: (B)(6) 2013, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving morphine (26.7 mg/ml at 7.999 mg/day) and bupivacaine (13.3 mg/ml at 3.984) via an implantable pump for unknown indications for use. It was reported that the patient has had increased pain intermittently. Sometimes he felt like the pump was working well to control pain and other times he felt like he got little relief. It was unknown if there were external factors. The healthcare provider (hcp) attempted a dye study this morning but was unsuccessful in aspirating the catheter. The patient will meet with the hcp to dis cuss making some programming changes. The patient is on high dose therapy and the hcp wants to wean him off the personal therapy manager (ptm) and then begin to lower his basal rate. He will be able to evaluate the patient's response to the dose decreases. Surgical intervention did not occur and it is not planned. The patient's medical history was unknown. The patient was without injury at the time of the report. The issue was not resolved at the time of the report.

Event description:
Additional information was received from the device manufacturer representative indicated that the cause of the increased pain and inability to aspirate the catheter was unable to be determined. It was reported that the healthcare provider decreased the patient¿s dose by 33% with no change in pain. The plan is to continue to decrease the rate and put the pump in minimum rate. A catheter revision would be scheduled in the future.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial#: (B)(6), implanted: (B)(6) 2012, product type: catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.